Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the proximal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed calcified lesion was located in the severely tortuous mid of right coronary artery. An 8mm x 1.20mm emerge balloon catheter was used for pre dilation of the lesion. The balloon was inflated twice with unknown pressure. Upon 3rd inflation at 8atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed calcified lesion was located in the severely tortuous mid of right coronary artery. An 8mm x 1.20mm emerge balloon catheter was used for pre dilation of the lesion. The balloon was inflated twice with unknown pressure. Upon 3rd inflation at 8atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.